Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented remotely via merlin.net with an episode of misdiagnosed ventricular tachycardia. Inappropriate hv therapy was delivered. The patient will be brought into clinic for programming changes. No further information is available.